Manufacturer narrative:
The peritoneal dialysis infections occurred on unreported dates in 2017, specified as ¿since an unreported date in 2017, the patient always experienced peritoneal dialysis infections¿. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritoneal dialysis infections (no further detail was provided). The site of the infections were not reported. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with cephalosporin (no further details) the events. At the time of this report, the patient was recovered from the events. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.